Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [25 mg/ml] at a dose of 12. 512 mg/day and clonidine [40 mcg/ml] at a dose of 20.018 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on (B)(6) 2017 that the empty pump alarm was occurring and indicated that the hcp had access to the physician programmer. It was noted that the patient missed the refill. The patient had a sudden change in therapy/symptoms of pain. The date of the event was reported as (B)(6) 2017. No further complications were reported or anticipated.